Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 venflon pro safety 18ga 1.3mm od 45mm l experienced leakage. The following information was provided by the initial reporter: when injecting through the injection port itself the rubber stopper in the cannula was bleeding from the hub.

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10

Event description:
It was reported that 2 venflon pro safety 18ga 1.3mm od 45mm l experienced leakage. The following information was provided by the initial reporter: when injecting through the injection port itself the rubber stopper in the cannula was bleeding from the hub.